Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising/high thresholds since implant. The lead was explanted and rep laced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data was collected from the device was received and has been analyzed. No anomalies were found. The full lead was returned in segments and was analyzed. No anomalies were found. The defib conductor and the helix were pulled/ stretched/overstressed, and the outer tubing overlay was breached (melted). Additionally, the outer tubing overlay and the outer insulation exhibited cosmetic melting, and the outer tubing overlay exhibited cosmetic environmental stress cracking. Blood was found on the distal conductor (not obstructed) and the distal end of the electrode. The outer tubing overlay exhibited some blood ingression, and the lead exhibited apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising/high thresholds since implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.